Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver stopped an active dexcom g7 continuous glucose monitor (cgm) sensor to re-pair with the ilet pump after previously pairing the sensor to a receiver, which resulted in the sensor session ending and the continuous glucose monitor not being paired to the pump. Symptoms included no sensor glucose data to the pump. Outcomes included user education on correct pairing and the need to apply a new sensor with no reported health impact. User support included technical troubleshooting and user education regarding sensor pairing workflow. Investigation of this case revealed use error related to incorrect pairing sequence, with the device functioning as designed when a sensor session is stopped and cannot be resumed. It was concluded, based on established findings for similar reports, that the cause was user error due to improper setup and pairing practices.